Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
Correction - d9 - device was returned on 25 jun 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-18329. It was reported that the patient presented for procedure. The patient¿s right ventricular (rv) lead was explanted due to cardiac perforation. During the replacement procedure, the replacement rv exhibited loss of capture, failure to sense, and low impedance. The physician opted to replace the lead; a new lead was successfully implanted. The patient was in stable condition.